Event description:
It was reported that the over pouch of the minicap transfer set was not sealed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A batch review was performed for lot number h13i06037 at the mountain home facility. A review did not identify any issues with batch manufacturing related to the reported problem. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.